Manufacturer narrative:
Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on left side diagnosed by ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the posterior side assessed, as unidentified (tear) opening (shell thickness was within specification). No additional observations.

Event description:
Healthcare professional reported, rupture on left side. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported rupture on left side diagnosed by ultrasound and mammography. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.